Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 248 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported to have received a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device passed the rewind test, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus, basal delivery and encoder signal out error alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. The device was received with cracked case at display window corners, display window, reservoir tube window, reservoir tube window corners and battery tube threads. The device was received with partially broken off piece of the reservoir tube lip and belt clip slot. It also was received with minor scratched display window, scratched case and missing end cap sticker.